Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of stored device data noted, that a commanded shock was delivered eight months ago. Shock impedance measurements were noted to be 123 ohms following shock delivery. The local field representative indicated that the remote home monitoring alert trigger value was increased to 150 ohms and monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.